Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the absorbable ligature clip was ruptured during use. Another absorbable ligature clip was used and the vessel was successfully ligated. There was no patient injury.